Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Information was reported that the patient is being shocked by their ins which is painful. The patient stated that their ins shocked them all night long last night ((B)(6) 2019), and the patient can't get it to go back down. The patient reported that it kept going higher and higher. The patient synchronized and reported that their stimulation is at 4.5v and the patient service agent helped the patient lower their stimulation to 2.0v and they feel slight stimulation and are going to try this stimulation level. The patient said "it feels better already". The patient was advised to have their ins checked out by their healthcare provider (hcp). No further complications were reported. No additional patient symptoms were reported.